Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3, h4, h6. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 12 years, since the subject device was manufactured. Based on the results of the investigation, the root cause for the event was not determined. However, it is likely, that the phenomenon b30 error occurred, because there was dirt deposition on the pins of the low voltage switching device printed circuit board and scope sockets. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
It was observed during the device inspection, the light source displayed error code b30 ¿ scope communication error. There were no reports of patient involvement.

Event description:
It was observed during the device inspection, the light source displayed error code b30 ¿ scope communication error. There were no reports of patient involvement.